Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that urine was not draining into the drain bag due to a vapor lock that caused urine to leak around the meatus. The patient experienced discomfort. The bag allegedly had to be pulled apart so that urine would flow into the bag. No medical intervention required.

Event description:
It was reported that urine was not draining into the drain bag due to a vapor lock that caused urine to leak around the meatus. The patient experienced discomfort. The bag allegedly had to be pulled apart so that urine would flow into the bag. No medical intervention required.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the drain bag product ifus are found to be adequate based on past reviews.